Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus medical systems india private limited (omsi), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, or storage environment. -according to the device inspection results, it was confirmed that the coating on the insertion section was peeled off and the insertion section was scratched. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and device storage environment. -according to the past similar cases, it was surmised that the cause was physical stress, chemical stress, storage environment, etc. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event. The user can also properly detect the reported event by inspecting the external surface of the entire insertion tube including the bending section and the distal end, as described in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the elongation of the angle wire. The insertion section and distal end were damaged. The adhesive of the distal end was damaged. There was a leakage from the bending section due to the perforation. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found a slight leakage from the bending section rubber after repair and returned the device to olympus medical systems(B)(4) private limited (omsi). Omsi then inspected the device and found that the coating on the insertion section was partially peeled off. There was no report of patient injury associated with the event.